Event description:
It was reported that the pump experienced a charging problem in which the wireless charging pad was not reliably charging when connected to a power strip, and charging from 50% to 100% took approximately 90 minutes; the user placed the pump screen side up and removed the belt clip, and a replacement battery charger/charging pad was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a power source problem related to the battery charger component consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.